Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No relevant manufacturing process changes were implemented that could have led to the reported event. Based on the condition of the sample, the reported premature deployment could be confirmed. The stent was found to be completely deployed upon sample receipt, even though the safety clip was in place and the deployment mechanism was not activated. The reported patency problem could not be confirmed as a device compatible guide wire could be advanced through the entire system. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore previous investigations of similar complaints have been reviewed. In this case high friction between the guide wire lumen and the guide wire may lead to a stent dislocation while advancing the delivery system respectively during removal of the delivery system. This may have finally resulted in a premature stent deployment found during evaluation. High friction may be caused by difficult patient anatomy, insufficient flushing of the device or usage of inadequate accessories. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding the use of accessories the IFU states: "the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details.

Event description:
It was reported that the stent delivery system could not be advanced over the guide wire during the procedure. During removal of the delivery system it was noticed that the vascular stent was being partially released. Another device was used to complete the procedure successfully. No patient injury was reported.